Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the button of the small battery drive device became stuck in the on position. There were no delays to the surgical procedure as a spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed on the device which found that the button was not sticking in the 'on' position. It was determined that the unit was functional and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the motor had a strong vibration, the contacts were corroded and the insulation was damaged on the electronic control unit (ecu) wires. It was determined that the issues were consistent with normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.